Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. The insulin pump passed selftest and displacement test. Low battery alarm was confirmed in the history file and then power error alarm was triggered when backup battery unloaded voltage (ul vlith) was less than 3.7v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on connector board, the insulin pump was monitored and functioned properly. The insulin pump was received with corroded battery tube, minor scratches on case, cracked select button keypad overlay, pillowing keypad overlay, cracked retainer and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a recurring power error that was not resolved through previous troubleshooting. Blood glucose level at the time of the incident was 10.9 mmol/l. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.